Event description:
A patient who had unicompartmental knee arthroplasty on (B)(6) 2022 had an asthma attack two weeks later and subsequently complained of knee pain. An new x-ray showed tibial fractures that were not present at intra-operative and post operative checks. A second surgery was performed on (B)(6) 2022 to put in an orif plate with bone graft leaving the unicompartmental knee components in place.